Event description:
Update 04/11/2013 - patient's revision operative records were received. Records indicate upon revision yellow fluid was found in the cup and joint.

Manufacturer narrative:
Added: revision date. There is no new information that would change the existing MDR decision.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: extensive pain and discomfort, patient has been caused to suffer and will continue to suffer physical, mental and emotional pain and anguish and suffering. Patient ability to enjoy life has been greatly diminished.